Event description:
It was reported that during an efip inspection a journey ii cr lock fem implant impactor was broken and cracked. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the associated device, intended to use in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the femoral bumper appears to be broken in half rendering the device inoperative. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A relationship between the device and the reported incident was corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.